Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the keyboard, which resolved the reported issue. The ventilator passed extended self-testing.

Event description:
The customer reported a malfunction of the keyboard. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.